Event description:
It was reported that the programmer was not able to interrogate the implanted device. Of note, another implanted device was successfully interrogated with the programmer earlier that same day. Information also indicated that a new device, still in the box, also was not able to be interrogated with this programmer. A new follow up appointment for the patient was made and a new programmer was used with no issues. The programmer will be sent back for repair. The radiofrequency (rf) head was returned with the programmer and tested out of specification. There was a noted "loose contact" in the cable of the rf head. The rf head was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the programmer was not able to interrogate the implanted device. Of note, another implanted device was successfully interrogated with the programmer earlier that same day. Information also indicated that a new device, still in the box, also was not able to be interrogated with this programmer. A new follow up appointment for the patient was made and a new programmer was used with no issues. The programmer will be sent back for repair. No patient complications have been reported as a result of this event. Additionally, the radiofrequency (rf) head was returned with the programmer and tested out of specification. There was a noted "loose contact" in the cable of the rf head. The rf head was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:analysis found a "loose contact" in the cable of the radiofrequency (rf) head. (B)(4).